Event description:
During the pharyngeal pouch procedure, user stated that they placed instrument on tissue, pulled light grey closing handle back towards instrument handle until they heard it click. Then they pulled dark grey firing handle fully towards the closing handle. When they withdrew the instrument only a few staples had formed on the tissue with many more unformed, and there was no cut line. The user phoned the rep, and undersupervision fired another device successfully on same patient. The device will be returned.